Event description:
The patient was having colorectal surgery; transecting the distal end of bowel. The tissue is thicker than normal and required the use of a stapler. On the 1st attempt to close, the dr. Squeezed first stapler handle to close. This stapler failed to close (wouldn't latch or fire), then the or tech forcefully squeezed the first stapler handle, where the first handle broke in his hand. The or tech is stronger than the small framed woman surgeon. Due to failure a 2nd contour cutter stapler was used, which also failed to close and did not latch or fire. Therefore a 3rd endoscopic linear cutter-straight was used. The echelon 60, which also didn't close "would not engage or fire". The handle was squeezed once, then stuck and required 3 squeezes and it would not fire (wont fire if not closed).the 4th and final attempt was made using a ta 90mm to resect, without any difficulty. Failures of equipment caused delays in surgery. No patient harm. (If surgeon couldn't use equipment, she would have done case by hand to remove the tumor.called the manufacturer because the equipment had numbers on it which did not correspond to the lot numbers on the packaging of all three cutters. There were 2 contours used and 1 echelon 60 used which all failed to close. Dr. Felt the staplers didn't latch or fire and has something to do with the spring not closing. Was not a patient issue.

Event description:
The patient was having colorectal surgery; transecting the distal end of bowel. The tissue is thicker than normal and required the use of a stapler. On the 1st attempt to close, the dr. Squeezed first stapler handle to close. This stapler failed to close (wouldn't latch or fire), then the or tech forcefully squeezed the first stapler handle, where the first handle broke in his hand. The or tech is stronger than the small framed woman surgeon. Due to failure a 2nd contour cutter stapler was used, which also failed to close and did not latch or fire. Therefore a 3rd endoscopic linear cutter-straight was used. The echelon 60, which also didn't close "would not engage or fire". The handle was squeezed once, then stuck and required 3 squeezes and it would not fire (wont fire if not closed).the 4th and final attempt was made using a ta 90mm to resect, without any difficulty. Failures of equipment caused delays in surgery. No patient harm. (If surgeon couldn't use equipment, she would have done case by hand to remove the tumor.called the manufacturer because the equipment had numbers on it which did not correspond to the lot numbers on the packaging of all three cutters. There were 2 contours used and 1 echelon 60 used which all failed to close. Dr. Felt the staplers didn't latch or fire and has something to do with the spring not closing. Was not a patient issue.